Manufacturer narrative:
Correction: a supplemental medical device report (smdr) is being filed to correct the date received by MFR on the prior filed initial/supplemental report. Incorrect date of 08/18/2015 is being corrected to 09/28/2015. (B)(4).

Manufacturer narrative:
Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. A sample device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on 28-sep-2015. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) that was exchanged due to being damaged. The surgeon performed paracentesis and wound enlargement to remove the iol during the initial procedure. The patient is currently being treated for post-operative cme due to extended surgery time to remove the iol. Additional information has been requested and received on 28-sep-2015.